Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt experienced a hematoma on (B)(6) 2011. Shortly after surgery a golf ball sized hard bump appeared just above the implantable neurostimulator (ins) incision. It was reported that the hematoma was very painful and accompanied by swelling. The pt though that the hematoma may have been slightly smaller on (B)(6) 2011, but still hurt. It was reported that the pt was feeling stimulation, but no receiving any therapeutic benefit resulting in a loss of bladder control. It was later reported that the pt was admitted to the ER on (B)(6) 2011. The pt stated that the implanting physician indicated the ins had "migrated". The pt wanted the device removed and was scheduled for an emergency surgery on (B)(6) 2011 to have the device explanted. The pt stated that the physician spoke to her spouse after surgery and stated that there was no hematoma and the ins had no migrated. Following the surgery, the pt reported a numbness of the right arm and had an electrical impulses in her buttocks where the implant was. The pt had a meeting with her physician scheduled for (B)(6) 2011. Additional information has been requested, but was not available as of the date of this report.